Manufacturer narrative:
Analysis results were not available at the time of this report. A supplemental report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 800 mcg/day) and clonidine (400 mcg/ml at 168 mcg/day) via an implantable infusion pump. It was reported that the patient heard a pump alarm and went to the emergency room (ER). It was noted the pump had an MRI motor stall on (B)(6) 2019 with recovery on the same day. It was also reported that a rotor study was done without a representative present and the doctor said he didn't see the rotor move. The pump was replaced and returned for analysis. The issue was not considered resolved. No patient symptoms were reported. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.